Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: review of the black box data revealed multiple records of power on reset on (B)(6) 2013. On examination, the battery compartment was intact without damage. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The battery cap was able to be fully tightened to the pump and the pump powered on normally using the returned battery cap. The pump was exercised for 24 hours without loss of power, call service alarm or rebooting. The pump case was removed for investigation and did not reveal any evidence of moisture inside the pump. Investigation confirmed moisture contamination inside the battery compartment; however, the pump operated within required specifications without malfunction during product analysis.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.